Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon approximately 4.5 mm from the balloon bond. The procedural sheath was not returned; therefore a physical investigation could not be performed. Damage to distal end of the procedural sheath could cause a puncture of the balloon, resulting in a loss of pressure. It should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1407902) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00539 for the first device.

Event description:
The following info was reported: device was prepped, after catheter was inserted to white mark, balloon was inflated but did not seem to hold pressure. Another device was then prepped and inserted with the same issue. Further examination post procedure showed a leak or hole or tear on both balloons. Manual pressure was held for 30 minutes, pt had no issues. Physician said vessel was clean and no calcification was present. Procedure: coronary.